Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support stating that after removing the cartridge, a piece remained in the chamber. The patient reported attempting to remove the piece using tweezers and by tapping the device against a hard surface. The agent attempted to guide the patient through a dry run to allow the piece to fall out and to confirm that insulin delivery would not be disrupted. The agent asked the patient multiple times to remove the cartridge to proceed with the dry run; the patient confirmed that the cartridge had been removed and stated they believed the device was functioning properly because insulin drops were observed. When the agent again requested that the cartridge be removed to ensure future insulin delivery would not be interrupted, the patient disconnected the call. The patient reported that blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.